Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing overstimulation and surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the issue has been resolved and the patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.